Event description:
It was reported the patient has a spectra penile prosthesis implanted but is dissatisfied because "it isn't long enough or firm enough for penetration." He states that the head of his penis is floppy. He has spoken with his physician who recommended a medication to firm up the head of his penis. The patient is looking to get a second opinion. No further patient complications were reported in relation to this event.